Manufacturer narrative:
(B)(4). Initial report. Device details, event information and patient outcome have been requested in order to progress with this investigation. Device manufacturing records will be reviewed when appropriate device details have been provided. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Unity total knee revision after 1 year, 1 month, due to infection.